Event description:
Pt spontaneously called in and reported that she went to use her pump (sn (B)(4), maint due 03/21/2019) and it says service due and she cannot do anything else with it. She is currently using her other pump which is functioning fine. Informed her that pump is due to service and we will have to replace this pump. Strength: 5mg/ml; dose or amount: 80nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.